Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that the device was unable to complete pre-evaluation due to a display issue. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was found to be damaged. The system and central processing unit board assembly required replacement to address the issue; however, no repairs will be performed as the device will be scrapped.